Event description:
It was reported to the aci sales professional on (B)(6) 2011 that a female patient underwent an interventional catheterization procedure on (B)(6) 2010. Access was obtained via a 6f sheath. It was reported that the access site was noted above the inferior epigastric artery. Following the procedure, the physician (in training to the mynx device) used the mynx for femoral artery closure. Mynx was used to close the access site and hemostasis was successfully achieved. There was no reported hematoma. A 1-2 days post procedure, the patient complained of swelling and of feeling a knot at the access site. The patient was brought in for a venous duplex ultrasound 2 days later. The patient was diagnosed with a palpable lymph node causing external iliac vein stenosis. The patient was placed on 7 days of lovenox in addition to coumadin until the target inr was achieved. In follow up, 3-4 weeks later, the patient's venous flow had been restored. It was reported that this finding was incidental. There were no reports of the patient having been given anti-inflammatory or antibiotic meds. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.